Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire filament detached from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood was observed. There were tissue particulates on the jaw. The heater wire was flexed away from the hot jaw , detached at the tip but remained attached at the base of the jaw. The silicon insulation over the jaws appeared to be intact. There were no other visual defects observed. Based on the return condition of the device and the evaluation results, the reported complaint was confirmed for the reported failure mode "material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire filament detached from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.